Event description:
It was reported by the pt's physician that the pt had a consult appointment with a surgeon regarding her strain relief and a possible prophylactic battery change. The pt reported a decreased range of motion due to the placement of the tie downs. The vns was stated to be properly functioning, and the pt's seizure control was "good" as well. Attempts for further info have been unsuccessful to date.

Event description:
Further information was received from the area representative indicating the patient underwent battery replacement surgery and no revision surgery was done. Good faith attempts to obtain further information have been unsuccessful to date.